Event description:
During laparoscopic cholecystectomy, ethicon endo sac failed and the tip of the sac broke off and dropped back into the peritoneal cavity. Despite concerted effort, the plastic fragment could not be located for removal laparoscopically. Owing to the fragment's small size, composition, the clinical situation, and the high likelihood that the fragment could not be found even if I converted to an open surgical procedure, I elected to terminate the operation without retrieving the fragment of plastic. Six months later, the fragment of plastic was retrieved through a small incision at the umbilicus. Diagnosis or reason for use: routinely used during laparoscopic cholecystectomy.